Manufacturer narrative:
G2: country of origin - china h3: product analysis # (B)(4): part# 9393008, lot# h5709464 only one small portion of the implant returned for analysis (~8mm). Microscopic fracture surface examination identified rays emanating from the one corner of the implant surface. The above observations are consistent with brittle overload. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a medtronic representative regarding a patient who was implanted with spacer involved in a posterior lumbar interbody fusion procedure. It was reported that implant broke during procedure and implantation process. Later, it was taken out. Product came in contact with patient. Their was a delay of about 1 hour in the procedure. Pre-operative diagnosis for the patient was lumbar disc herniation. No adverse event occurred to patient. The patient¿s medical history included lumbar disc herniation. There were no further complications that were reported.